Event description:
A medwatch was received that indicated a pt "with coronary artery disease sustained a leg burn from the bovie during the operative procedure. The burn was excised. The bovie machine was evaluated by clinical engineering and found to be in good working order."